Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ extension product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ extension product ID 3387-40 lot# j0546569v serial# implanted: (B)(6) 2005 explanted:; product typ lead product ID 3387-40 lot# j0519316v serial# implanted: (B)(6) 2005 explanted:; product typ lead. (B)(4).

Event description:
It was reported that the patient underwent an implant replacement (B)(6) 2011, reason not specified. If additional information is received, a follow up report will be sent.